Event description:
Patient reported that their one touch basic enhanced meter would keep giving the error 1 message. This issue was not resolved with troubleshooting. There was no adverse event reported. No further clinical information was provided.